Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system catheter extension set leaked. It was described that the leak came from the narrow part of the tubing that meets larger tubing at the luer activated end of a clearlink. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.